Manufacturer narrative:
Additional information: according to the currently available information, it appears that there is a problem with the active electrode, possibly caused by broken wires due to an external mechanical impact. However, to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
The patient has had multiple head traumas. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient had multiple head traumas.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
The patient has had multiple head traumas. The patient has been re-implanted.